Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400, ruby coil, and a px slim microcatheter. During the procedure, the physician attempted to advance a coil 400 through a px slim microcatheter; however, the physician met resistance and therefore kinked the pusher wire. This occurred again with a second coil 400 and a ruby coil. The physician removed the px slim microcatheter and the procedure was successfully completed using new px slim and coils.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00140, 00141 and 00143.

Manufacturer narrative:
The date returned was entered in error; the device was not returned to the manufacturer. Corrected from "no: device evaluation anticipated, but not yet begun" to not returned to manufacturer and no: other - hospital disposed of the device. The device was not returned to the manufacturer; device evaluation is not possible. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.